Event description:
It was reported that pen needle 31gx5mm 7 pack leaked. The following information was provided by the initial reporter: the patient needs insulin because of diabetes. At about 6:30 on (B)(6) 2020, a disposable syringe pen will be used to inject insulin with a needle. After the injection, it was found that the disposable injection pen used needle leakage. The next day, the disposable injection pen needle of the same brand was used again, without any leakage.

Manufacturer narrative:
H6: investigation summary no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; lot#9125761 DHR and manufacture records were reviewed, no abnormality was found; 7pcs retention samples were checked the leakage through clog test, there is no leakage detected, the water was flowed through the cannula tip which is meet requirement. Based on the investigation above, the certain cause cannot be concluded at the moment.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31gx5mm 7 pack leaked. The following information was provided by the initial reporter: the patient needs insulin because of diabetes. At about 6:30 on (B)(6) 2020, a disposable syringe pen will be used to inject insulin with a needle. After the injection, it was found that the disposable injection pen used needle leakage. The next day, the disposable injection pen needle of the same brand was used again, without any leakage.